Manufacturer narrative:
It was reported that, during a chest tube procedure, the distal jaw of the peon component broke. The broken piece went into the patient and was required to be retrieved by the physician user. Despite multiple good faith attempts, the reporting facility was unable or unwilling to provide additional information. No adverse patient impact or further medical intervention and follow-up care was originally reported. A sample has not been received and a root cause for the reported incident has not been determined at this time. Due to the reported need for medical intervention to retrieve the broken peon jaw piece, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the distal jaw of the peon component broke.